Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.0x16mm drug eluting stent to the 90% stenosed lesion located in the calcified, moderately tortuous, unspecified vessel, but was unable to cross a previously implanted stent. Upon removal of the stent delivery system, it was noted that the stent was damaged. The procedure was completed using another device. No pt injuries or complications were reported. Pt status post procedure is noted as good.

Manufacturer narrative:
Product analysis found that the delivery system was returned with the balloon in its pre-inflated state and the stent was not returned. The returned catheter was visually and tactilely inspected along the entire length. It should be noted that the stent impression could still be seen on the balloon indicating that the stent was originally crimped properly and in the correct location during manufacturing with respect to the marker-bands. The manufacturing records were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.